Event description:
It was reported that the patient's device turned on (twice) when she visited her friend in the hospital on two occasions. Further information was requested.

Manufacturer narrative:
(B) (4)